Event description:
The customer reported a discrepant high hemoglobin (thb) result when compared to a thb result from a laboratory instrument. Due to the reported incorrect high thb result, a blood transfusion was delayed. There is no report of injury due to this event.

Manufacturer narrative:
Customer provided instrument logs and investigation is ongoing. The customer is currently operational. The cause of this event is unknown.

Manufacturer narrative:
Investigation was completed. After reviewing the available data from the escalated instrument, the rp500e instrument including the co-oximetry subunit was found to be performing as intended. For the patient sample in question, the thb sensor raw responses were reviewed, and no anomalous behavior was noted. The sample passed all internal sample and end-point detection quality checks. It was noted that no sample mixing leading up to or immediately prior to analysis occurred and that no sample was visually inspected for clots or air bubbles. It should be noted that inadequate mixing can attribute to an inaccurate thb test result. The precision of repeat samples may be influenced by preanalytical factors like specimen collection, insufficient sample mixing, hemolysis, and time differences between repeat measurements. The rp500e instrument is performing as intended and is currently operational at the customer site.